Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The patient was in stable condition.

Manufacturer narrative:
(B)(4).